Manufacturer narrative:
The investigation determined there was no malfuction of the device. The screw breakage was a result of a fall by the patient.

Event description:
Original surgery on (B)(6) 2018. One year post op patient fell on some ice. In (B)(6) of 2019 patient came in complaining of pain. Patient xray to show that s1 screws were broke. Patient was fused at the l4-s1 levels. Hardware was removed successfully.